Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon stuck in vagina [foreign body in reproductive tract], tampon split [device breakage]. Consumer contacted via social media and stated that the tampon split and was stuck in her vagina. No serious injury was reported.